Event description:
Customer reportedly obtained results of 334 mg/dl and 151 mg/dl on the same device within 2 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect vial and replacement was sent.